Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that the suture detaches during surgery. No additional information was provided.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375 summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 19 closed samples and an open and unused sample with the needle detached from the thread (thread is still wound on the pack). The open unused unit has been checked, and the thread end that should be attached to the needle shows that the needle escaped from the thread. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the samples received are 1.56 kgf in average and 0.01 kgf in minimum and do not fulfil the requirements of the european pharmacopoeia (ep) for the minimum: 0.69 kgf in average and 0.35 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received show that the needle escaped from the thread. Final conclusion: considering that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.